Event description:
It was reported the left ventricular lead impedance has decreased; the thresholds have increased since the last device check 6 months ago. Chest x-ray looked unchanged compared to implant. The device remains in use and will be monitored. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.